Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced erratic blood glucose levels due to e4 occlusion errors on the infusion device. She fainted on (B)(6) 2015 due to hypoglycemia, and her husband and friends provided juice as treatment. She experienced symptoms of malaise, dizziness, and vomiting, and then she lost consciousness. Her blood glucose was 60 mg/dl after she drank juice. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.